Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported the surgeon visually saw scratch marks on tibial component. Implant not used. No impact to patient. No delay in surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay product evaluation results and correct information. Review of the device history records identified no deviations or anomalies. Visual inspection of the returned tibial component identified some stain on the proximal and distal surfaces, which appeared to be due to decontamination upon return. No scratches were identified. A stock investigation identified no devices from this lot were available for evaluation. Review of the complaint history determined that no further action is required as no were trends identified. As no scratches were identified on the returned device, the complaint could not be confirmed. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be fled accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the surgeon visually saw scratch marks on tibial component. Implant not used and the procedure was completed with another tibia component. No impact to patient. No delay in surgery.